Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored untreated episodes due to oversensing of noise via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low amplitudes. Technical services reviewed and discussed some testing and programming options. The patient had lost some weight and there is a concern the products have moved. The doctor replaced the system with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the system stored untreated episodes due to oversensing of noise via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low amplitudes. Technical services reviewed and discussed some testing and programming options. The patient had lost some weight and there is a concern the products have moved. The doctor replaced the system with a transvenous system. There were no additional adverse patient effects.